Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016. On (B)(6) 2016, the patient experienced inappropriate shocks due to a high heart rate during atrial fibrillation. Parameters were reprogrammed: the threshold of the ventricular tachycardia (vt) zone was increased up to values between 195 and 220 min-1 and the one of the ventricular fibrillation (vf) was increased up to 220 min-1. No adverse event was recorded during the follow-up visits that were performed on (B)(6) 2016, (B)(6) 2017, and (B)(6) 2018. Preliminary analysis results showed that based on available data, the reported event could not be confirmed.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016. On (B)(6) 2016, the patient experienced inappropriate shocks due to a high heart rate during atrial fibrillation. Parameters were reprogrammed: the threshold of the ventricular tachycardia (vt) zone was increased up to values between 195 and 220 min-1 and the one of the ventricular fibrillation (vf) was increased up to 220 min-1. No adverse event was recorded during the follow-up visits that were performed on (B)(6) 2016, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. Preliminary analysis results showed that based on available data, the reported event could not be confirmed.